Event description:
It was reported that the patient visited the medical institution after a patient alert sounded. The ventricular lead had high impedance and oversensing of noise which triggered a lead integrity alert (lia). A lead conductor fracture is suspected. The lead currently remains in use but a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.